Manufacturer narrative:
A specific root cause could not be identified. No information was provided in the complaint that points to a cause for the discrepant results. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The test strips are no longer available for return.

Event description:
On (B)(6) 2016 a patient with diabetes presented to the hospital and was tested on inform ii meter with serial number (B)(4) at 12:50 p.m. And the result was 538 mg/dl. The patient was treated with 10 units of novolin r at 1:47 p.m. And 8 units of novolog subq at 1:48 p.m. A sample was drawn at 1:45 p.m. And sent to the laboratory. The glucose result from the laboratory at 2:16 p.m. Was 471 mg/dl. The patient was tested on 2 different inform ii meters approximately 1 hour after the sample was drawn for the laboratory and the results were erroneous. At 2:50 p.m. The patient was tested on a different inform ii meter with serial number (B)(4) and the result was 542 mg/dl. The patient was re-tested on the first inform ii meter with serial number (B)(4) at 2:56 p.m. And the result was 206 mg/dl. The reporter thinks the result of 206 mg/dl is correct. No adverse event due to the device occurred. No further treatment was provided and the patient was released later the same day. Quality control testing was performed on both inform ii meters within 24 hours of testing and the results on both systems passed. The reporter is not sure if the same vial of strips was used on both systems and has indicated that there are no strips left to return for investigation.